Event description:
There were 2 occurrences.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 3 clamps (blue, yellow, white), rotating luer. The customer reported that the filter occluded (high pressure alarms) on device for 2 days. The pharmacy checked the tpn and said that standard tpn(d12.5) was used with flow rate of 20 ml/hr. When device was changed, the high pressure alarms stop and fluid resumed without a problem. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of an occlusion could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.